Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During functional testing the device pump turns off by itself. A review of the event history log revealed improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device turns off by itself. The cause was identified to be the rear case which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device turns off by itself. No additional information is available.